Event description:
It was reported that a small volume folfusor did not flow. This occurred after the device was filled with fluorouracil (diluent unknown) and during ¿testing¿ by the customer, prior to patient connection. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from march 31, 2014 to april 1, 2014. Evaluation summary: the device was returned for evaluation with approximately 120 ml of fluid in its bladder. Visual inspection found no signs of blockage or physical abnormality that could have caused the reported problem. A functional test was performed in which the unit's luer cap was removed and the device was observed for flow issues. Flow was observed from the distal luer and continued without stopping. The reported condition was unable to be verified. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.